Event description:
The customer observed false initial reactive architect cmv igm and architect rubella igm results generated on the architect i2000sr instrument. The customer noted that the results were repeated on the siemens (electrochemiluminescence) or biomerieux (elisa) methodologies with negative results. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 03m74 that has a similar product distributed in the us, list number 03m74, that is 510k exempt. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Manufacturer narrative:
Section b3 - date of event: this section was updated from blank to 23-oct-2025. The field service representative (fsr) inspected the instrument and performed multiple troubleshooting steps, including cleaning and decontaminating the instrument, replacing and calibrating multiple parts. However, no definitive part was identified as the cause of the issue. A review of instrument service history for (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the architect i2000sr processing module did not identify any similar issues as described in this complaint. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the architect i2000sr processing module, serial number (B)(6).

Event description:
The customer observed false initial reactive architect cmv igm and architect rubella igm results generated on the architect i2000sr instrument. The customer noted that the results were repeated on the siemens (electrochemiluminescence) or biomerieux (elisa) methodologies with negative results. There was no impact to patient management reported.